Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited inappropriate ams episodes and programming anomaly. The device was reprogrammed successfully.